Event description:
It was reported that the ilet user experienced a low blood glucose of 50 mg/dl followed by elevated readings of 213 mg/dl and later 347 mg/dl after treating the low with chocolate milk and hard candy while briefly off the ilet pump during a supply change; the event was attributed to user handling and oral glucose intake, with no specific device component implicated. Symptoms included hypoglycemia and hyperglycemia without reported physical complaints. Outcomes included minor injury of hypoglycemia with no hospitalization or long-term impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with overtreating hypoglycemia rather than a device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.